Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during follow up, an increase in high voltage lead impedance and noise were observed. The patient did not show for further tests as requested by the physician.

Event description:
New information notes that the pacemaker dependent patient had ventricular oversensing that led to underpacing. A decrease in pacing lead was also observed. The lead remains implanted and the patient had no symptoms.